Event description:
A (B)(6) female pt with copd underwent filter placement on (B)(6) 2013 at facility number 1. Filter placed just below hepatic vein down to the bifurcated branch of the iliac arteries. Arms of the filter did not deploy. Unable to retrieve filter (remained in pt). Pt was transported to a different facility (facility number 2) for pulmonary issues and retrieval of device. During transportation to facility number 2, the pt developed hematoma. The filter was retrieved successfully by facility number 2 the same day. Confirmed on (B)(6) 2013: the pt was made dnr, and had multiple pulmonary issues and remains in the hospital with bipap to help with breathing. No additional information was provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.